Manufacturer narrative:
Conclusion and justification status: the complaint states report of formal claim received from (B)(6)'s regarding pinnacle mom hip implant revision due to pain and discomfort. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left knee revised for suspected attune tibial tray loosening. Findings, tibial tray had a good fixation between both the implant and bone interface. Tibial tray and insert revised only. (B)(6) 2016 information received the patient had pain before revision.